Event description:
During review of the patient's programming history available in the manufacturer's database, it was observed that a programming anomaly occurred on (B)(6) 2010. Interrogation on (B)(6) 2010 was performed, and then a faulted system diagnostic test occurred without final interrogation, as recommended in manufacturer labeling. Upon initial interrogation on the next visit on (B)(6) 2014, the settings were at unintended settings. The settings were not corrected at this visit.